Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the x-ray was done for another procedure where it was discovered the capsule was still intact in the patient's esophagus for 21 days. The capsule fell on its own. There were no reported symptoms and there was nothing unusual about the patient or the procedure. There was no patient or user harm.

Event description:
It was reported that the patient had another procedure done and performed an x-ray procedure but determined that the capsule was retained in the patient's esophagus for twenty-one days. It was also stated that the capsule fell on its own. There were no reported symptoms and there was nothing unusual about the patient or the procedure. There was no patient or user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.